Event description:
It was reported that the patient was unable to adjust stimulation and received a display showing a "call your doctor" icon. A power on reset condition was reported following cataract surgery on (B)(6) 2011. Additional information received reported that patient had an error code with an "I" in the upper left hand corner. The patient experienced a return of all symptoms. The patient was instructed over the phone to reset the por. After resetting the por, the patient was doing well and no additional interventions were planned.

Manufacturer narrative:
Lead model 3387s lot # v681753 implanted: (B)(6) 2011 explanted: unk; lead model 3387s lot # v578427 implanted: (B)(6) 2011 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; patient programmer model 37642 serial # (B)(4) implanted: na explanted: na.